Event description:
Factory failure analysis reported that the returned crossover solenoid failed during testing via backup battery power. Malfunction of the solenoid as noted during testing could result in sustained safety valve open if the failure occurred during use on a pt. When the safety valve remains open, the ventilator is not providing breath support to the pt. It is accompanied by an alarm and a safety valve open message in the display.